Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high impedance test result. The pt reports that she has not felt device stimulation for approx 11 months. It was reported that approx six months before the high lead impedance test result was obtained, the pt experienced an increase in seizure activity above pre-vns baseline frequency, at which time klonopin was added to her medication regimen and her seizures deceased to her usual amount. Device settings were increased, after which the pt still could not feel stimulation. The pt has not experienced any recent injury or trauma that may have damage the ncp system. Review of x-rays by MFR revealed that device placement seemed normal. The contrast of the film made it difficult to view the entire lead. No tie-downs were noted and the strain relief appeared minimal. There did appear to be a region of lead midway between the generator and the clavicle that was tangled, indicative of pt maniplation of the device through the skin. Lead break is suspected. Revision surgery is likely. No adverse vent was reported in conjunction with the high lead impedance condition.